Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient's hip was revised due to unknown reasons.

Manufacturer narrative:
Upon review of the complaint, this device was determined to not be reportable as it was not involved in the event. The initial report was submitted in error and should be voided.